Manufacturer narrative:
No claim of device malfunction.

Event description:
Patient injury of pneumothorax during a procedure. The doctor was using a rigid scope, 5 cycles of 10 second sprays on low flow in the proximal lmb and 4 cycles of 5 second sprays on the distal tracheal stent. Dr then used a cryo probe on the distal lmb, just past the stent, followed by balloon dilation. He then prepped for one more spray. He requested the trufreeze be switched to low flow as he decided to spray the distal lmb. Before there was a noticeable frost on the treatment site, the nurse alerted that there was a rise in the chest. The doctor immediately stopped spraying and pulled out the scope. He then investigated the lungs under fluoroscopy and saw a pneumothorax on the non-operative side.